Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment with intravenous vancomycin (dose and frequency unknown). On an unknown date, the patient¿s pd catheter was checked and no leaks or malfunctions were noted. One week after being admitted to the hospital, the patient was discharged. It was not reported if the patient had recovered from the peritonitis at the time of discharge. Subsequently, four days later, the patient was re-admitted to the hospital for abdominal pain and diagnosed with a peritoneal yeast infection (not further specified). On an unknown date, the patient began treatment for the event with fluconazole (dose, route and frequency unknown). On an unknown date, the patient¿s pd catheter was removed and the patient was placed on hemodialysis. Four days later, the patient was again discharged from the hospital and was recovering from the event. On an unreported date, the patient was retrained in proper aseptic technique. On an unreported future date, the patient was scheduled to meet with her nephrologist to discuss returning to pd therapy. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.